Manufacturer narrative:
Qn#(B)(4). The device history was reviewed and found complete without any irregularities. The returned instrument was evaluated and found that upon initial inspection the open tip set gap was undersized to print specifications and we had difficulty loading a clip from the cartridge since the open tip set gap was undersized thus we were able to validate the alleged complaint. During the evaluation it was noted that the staking of the drive coupling to the shaft is good and is holding. We are unable to determine what caused the alleged condition but it is suspected that the flush luer port has been removed and the knob assembly rotated in the clockwise direction. Parts were 100% visually inspected and function tested before the instruments were sent to the customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process. No corrective action is required at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips were stuck in the applier during use. The patient's condition was reported as fine.